Event description:
An empty bag of saline was spike with equashield spike adaptor sa-ez. Paclitaxel was added to the bag through the spike adaptor. The spike adaptor was spiked with baxter 2r8537 tubing. The spike set was immediately noted to be a loose connection and while product was within the biologic safety cabinet leak occurred at the connection between the tubing and the spike adaptor. And the tubing easily slipped out. No individuals were exposed or harmed.